Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was a no image issue when the high-definition lcd monitor was connected to the visera elite video system center. Through tac troubleshooting, the customer connected a backup monitor, and the image was visible; tac walked through input selection with the customer and images were viewable through port a and b. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue when the high-definition lcd monitor was connected to the visera elite video system center. There was no patient involvement or harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.